Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "tube failure" was confirmed as failure code 803:07 during product evaluation. This condition was not reproduced. The root cause of this condition was a defective pump head module (phm). The phm was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with tube failure. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4): after further investigation by the quality engineers it was determined that the reported condition of "tube failure" was due to failure code 803:07. The pumphead module was replaced to correct this condition. The reported condition of this complaint has been assessed for reportability using the device vigilance assessment document (dvad) (cqi57, version f, effective (B)(4) 2012) and is now determined non-reportable.